Event description:
It was reported that the bed frame was bent, putting pressure on the load cells, which caused the scale to be inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.